Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that the stent dislodged. During preparation the physician removed the covering tube from a 2.5x32mm synergy stent delivery system and the stent dislodged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the stent was stretched distally up to 2mm beyond the tip of the catheter. The stretched section started at third most distal row towards the center of the stent. The 12 most proximal rows of the stent remained crimped in place. It therefore appears an object caught the stent at the third most distal row possibly upon removal of the stent protector. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the stent dislodged. During preparation the physician removed the covering tube from a 2.5x32mm synergy stent delivery system and the stent dislodged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.